Manufacturer narrative:
Based on the information received the citadel bed was repaired. The faulty part was replaced. The review of post-market surveillance data and the investigation carried out at the manufacturer site. The main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. It was mechanically damaged (the side rail was detached from its mounting points). Furthermore, according to arjo service technician¿s assessment, the side rail damage could be a result of misuse. The instructions for use for citadel bed (830.213-en) includes list of minimum recommended level of preventive maintenance, including actions to be completed for side rails. "Check operation of the side rails daily. If the result of any of these tests is unsatisfactory, contact arjo or an arjo-approved service agent.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail mounting screws were pulled out of the plastic moulding. It is unknown if the bed was used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to allegation of safety side detachment.

Event description:
Arjo received a customer complaint regarding a bed frame. The photographic evidence provided to a complaint, revealed that the side rail was detached from its mounting points and its plastic inner cover unglued. No injury was reported.